Manufacturer narrative:
(B)(4). Date sent: 07/31/2025. D4: batch #538d64. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with a tyvek, and with a gst60b reload no loaded on the device. The reload was received fully fired with the pan detached from the reload. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Upon visual inspection of the device, what appears to be lubricant was noted in the jaws and the joint cover area. During the manufacturing process, a clear lubricant is applied to the articulation joint cover to make the insertion and extraction of the device into the trocar easier. This lubricant is safe for patient use. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished #psee60a, with lot/batch #a97v8u, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 538d64, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastrectomy procedure, it was observed that there was an excessive amount of lubricant all over the shaft when they opened the device. There was no patient consequence nor surgical delay reported. No additional information provided.